Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a chemoclave® bag spike with additive port. A nurse reported air filling into the additive port and found leakage of a chemo drug after disconnection. The patient was not harmed, a spill kit was used to clean the chemo leakage, and the procedure was delayed for 15 minutes.

Manufacturer narrative:
A series of photos were shared by the customer, where a stick down condition was observed on the sample. Another photo showed a carton box, however no additional damage was observed from the photographs provided. One used sample (list #ch-13) was returned for evaluation. As received, a silicone plug was stuck down as confirmed. No additional damage or anomalies were observed. No mating devices was returned. No mating devices was returned. Once the clave was dissembled a spike bent and torn seal conditions were confirmed. Complaint of leakage can be confirmed based on the spike bent condition. The probable cause is typically due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 02jan2024.